Event description:
N/a

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number - 2249723-2025-0002344 in your database.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had battery maintenance required error. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.